Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis without the distal tip. Memory testing confirmed the device was programmed. Visual inspection of the device revealed that the body of the wire was bent / kinked at 64cm and 173cm, and the wire was detached at 3cm from distal to proximal. Interaction testing with an ffr link showed the signal was not present due to the device detachment. The signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, both instead of green, indicating that the wire was not working appropriately. During functional testing, there was no modulation for this device due to the device detachment.

Event description:
It was reported that the procedure was cancelled. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A comet ii was selected for use. During the procedure, a pressure drift has occurred. The procedure was cancelled without complications reported, and the patient was fine.

Event description:
It was reported that the procedure was cancelled. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A comet ii was selected for use. During the procedure, a pressure drift has occurred. The procedure was cancelled without complications reported, and the patient was fine.